Manufacturer narrative:
We received one 744f75 catheter with attached monoject 1.5cc limited volume syringe for examination. Testing of all thru-lumens found them all to be patent. However, when testing the distal lumen via placing finger on the distal port, the balloon inflated. It was found that the balloon would not maintain inflation due to leakage between the inflation lumen and the distal lumen. Further testing confirmed the leak was located within the first 10cm of the catheter body. The proximal lumen did not leak. The balloon latex was removed and a crack was observed next to the inflation slot. The crack was too small to be measured. Further testing confirmed the crack entered the distal lumen. No visible damage was observed from the catheter body or returned monoject 1.5cc limited volume syringe. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon of this swan ganz catheter did not deflate with the syringe attached to the gate valve. Replacing the catheter for another solved the issue. There was no allegation of patient injury. The device was available for evaluation.